Event description:
Patient's boyfriend contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's boyfriend to test the alert functionality and patient's boyfriend reported alerts were functional.

Manufacturer narrative:
(B)(4). Manufacturing date 08/18/2014.

Manufacturer narrative:
(B)(4).